Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: textured to smooth exchange.

Event description:
Healthcare professional reported left side "rupture" and exchange from textured to smooth implant. The device has been explanted.

Event description:
Healthcare professional reported left side "rupture" and exchange from textured to smooth implant. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, a.6

Event description:
Healthcare professional reported, left side "rupture". And exchange from textured to smooth implant. The device has been explanted.

Manufacturer narrative:
Visual device evaluation: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Anxiety¿product/procedure: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.